Event description:
The customer reported that she was hospitalized in mid july due to high blood glucose levels greater than 900 mg/dl and a heart attack. The customer did not have time to troubleshoot. The customer only called for assistance priming the insulin pump and to ask if someone can go to her house for more training as she doesn't want to do it over the phone. Advised the customer that her information would get forwarded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.